Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery while performing a bolus. Her blood glucose at the time of incident was 400 mg/dl. The customer did not report any symptoms of hyperglycemia. She was able to resolve the no delivery alarm through a complete set change. The customer does not want to return the reservoir or infusion set for analysis. No products were returned or shipped.